Event description:
Mammosite catheter balloon rupture: mammosite catheter inserted by surgeon. 55 ml of visipaque/normal saline mixture placed in mammosite catheter. Catheter used 4-5 cm (35-70cc). Ruptured at the patient's home on weekend. She had several treatments prior to the rupture.